Manufacturer narrative:
The mustang balloon catheter was returned for analysis. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole in the balloon material approximately 10 mm proximal of the proximal edge of proximal markerband. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, it was noticed that the balloon could not be inflated. When it was deflated, a blood was found on inflator. The procedure was completed with a different device. It was further reported that the 80% stenosed target lesion was located in a non-tortuous and non-calcified brachial artery. During the first inflation, balloon could only be inflated around 1 atmosphere and the device was completely removed.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, it was noticed that the balloon could not be inflated. When it was deflated, a blood was found on inflator. The procedure was completed with a different device. No further complications reported.